Event description:
The customer's caregiver stated that the customer was hospitalized, due to hypoglycemia. However, the customer's caregiver declined to perform troubleshooting for the event because the customer was experiencing hyperglycemia at the time of the phone call. The reported blood glucose reading was 331 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have been caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of knowledge.